Event description:
According to the customer, when using the electric razor to shave a patient for surgery, the patient's skin was nicked over stretch marks.

Manufacturer narrative:
According to the customer, when using the electric razor to shave a patient for surgery, the patient's skin was nicked over stretch marks. The razors on the clipper head are rough and difficult to use. The clipper head does not glide smoothly over the skin and it catches and pulls. There was no further information and no contact information in order to reach out for further information. This complaint was reviewed in accordance with established complaint handling procedures and the medical device reporting (MDR) requirements under 21 cfr part 803. The MDR determination was based on the reported product and issue documented within this complaint file in sap and all information reasonably known at the time of review. The event did not involve a death or serious injury and did not represent a reportable malfunction (i.e., a malfunction that would be likely to cause or contribute to a death or serious injury if it were to recur). Therefore, no further clinical or regulatory investigation or MDR reporting by the clinical product surveillance or adverse event specialist team is warranted per procedural requirements. If additional information becomes available that changes this assessment, the complaint will be re-evaluated and escalated in accordance with medline procedures and 21 cfr part 803.